Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was unable to determine the cause of the event reported by the user conclusively because the device evaluation results did not provide information as to whether the front panel switches did not respond. In addition, based on the evaluation results, there is a possibility that the led on the front panel did not light up due to the failure of the cm board. Furthermore, the sdi video signal may not have been output due to a failure of the sdi out terminal. The instruction manual contains a warning about excessive stress on the video system center and/or other instruments connected, so it may have been possible to prevent the phenomenon that the sdi video signal was not output. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the led on the front panel did not light up due to a defect in the cm board. In addition, the sdi video signal was not output due to the deformation of the sdi out terminal. These failure modes are MDR reportable malfunctions. -the video connector socket was loose. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the switches on the front panel did not respond. There was no report of patient injury associated with the event.